Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The valve had thick, prolapsed and flail posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve and both leaflets were grasped, but there was still mr on the medial side of the clip. The decision was made to implant the clip and use a plug to treat the existing mr. During the deployment of the plug, the anterior leaflet was accidentally pulled out of the clip causing a single leaflet device attachment (slda). The clip was still stable on the posterior leaflet. The plug was noted to be not big enough and an amplatzer device was used to fill in what the plug did not fill. While working the amplatzer device into place, it detached from the delivery system and embolized. It exited the heart and went into the iliac artery. The embolized device was snared out successfully and the procedure was aborted. There was no device used to stabilize the slda as the clip was stable enough on the posterior leaflet. The plug was used because there was still mr and the physician chose to take another route and use a plug instead of an additional clip. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
This event was further reviewed by a clinical r&d staff engineer, and the reviewer stated that ¿two hundred and twenty-six (226) echocariographic videos and still images were provided. All 226 echo videos were reviewed. The videos appear to span the duration of the procedure including initial imaging assessment (prior to tsgc insertion). Echo videos of the reported cds show uneventful initial positioning in the left atrium. There were multiple grasping attempts performed with persistant billowing/redundancy of the posterior leaflet during grasping; however, there was no evidence of a device issue and the cds performed as intended through deployment. This aligns with the reported incident in which no device malfunction was reported during actual use of the cds. The final grasp before the clip was deployed indicates both leaflets were grasped and inserted in the clip arms, as confirmed via multiple echo views in which leaflet immobility of the posterior and anterior leaflet are confirmed. In addition, the 3d en face view shows both leaflets coapted on the medial aspect of a2/p2 creating a double orifice effect (medial orifice is smaller in size) indicating both leaflets have been grasped by the clip and approximated. Multiple views post deployment confirm that the clip was secured to both leaflets post deployment, prior to use of the plugging device (non-mitraclip device). Subsequent videos show insertion of the plug device and placement medial to the implanted clip. The last 6 still images show a clear and evident detachment of the anterior leaflet from the clip, aligning with the reported incident details.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on all available information, the reported single leaflet device attachment (slda) was due to procedural conditions. The reported mitral regurgitation (mr) was a cascading event of the reported slda. The death was due to the patient¿s pre-existing anatomy. Mr and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filing, additional information received reported that on (B)(6) 2021, the patient died due to heart failure. It was reported that the patient's symptoms did not worsen due to the procedure. The implanter does not classify the death as related to the devices and that the death was due to the patient¿s pre-existing severe heart failure and related co-morbidities. No additional information was provided.